Event description:
A customer reported an issue with the display on their precision xtra blood glucose meter. Upon product investigation it was discovered the meter exhibited a display issue. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa17aug2007 letter.